Event description:
During service by baxter, the device failed accuracy test. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.